Manufacturer narrative:
This report is for an unknown gii anchor. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: ogura takashi et al. 1996, "open rotator cuff repair with a suture anchor system", the shoulder joint, volume 20, no. 1, 135-138, japan. The study emphasizes on method used for open rotator cuff repair with a suture anchor system using mitek g ii anchors. The patients evaluated on course of this study: nine shoulders (seven right, two left) of 8 male and one female patient were treated. The average age at operation was 63 years(range 48 to 75). The types of ruptures were 6 complete and 3 partial tears. The article describes the following procedure: the operative method was saber-cut incision, an interior acromioplasty, a debridement of the tendon and the greater tuberosity, anchoring the tendon to the greater tuberosity using robertson¿s method with 2 to 6 mitek¿s gii anchors. An airplane brace or an air bag was used for 4 weeks. A rehabilitation program was started 2 weeks after the operation. The devices involved were: 2-6 pieces of mitek g ii anchors were used/mentioned for each patient in the literature article. Complications mentioned in the article were: partial detachment of the deltoid muscle due to wound infection was observed in one case, and large tears that were difficult to be closed with sutures were assessed as disadvantage of the technique by gii anchor.